Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 09/05/2012. The reporter discarded the device when it was explanted and it is no longer available for return, therefore, allergan will not receive it and no analysis or testing will be done. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii.

Event description:
Health professional reported a port was replaced due to an alleged leak. The event was first noticed when the pt reported to the physician a loss of restriction.